Event description:
It was reported that the: "surgeon felt the driver tip snap." Although fragment pieces fell into the site, they were successfully retrieved without patient impact.

Manufacturer narrative:
Corrected fields: product available to stryker (d9) and reporting contact (g1). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the: "surgeon felt the driver tip snap." Although fragment pieces fell into the site, they were successfully retrieved without patient impact.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.